Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen became unresponsive. Reportedly, the number "2" does not illuminate on the pump. The customer's blood glucose level was 220 mg/dl. The customer declined to have tandem technical support follow up to ensure back up therapy was obtained.